Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest discomfort along with extracardiac muscle stimulation in the device pocket. A routine device check noted noise oversensing on the implantable pacing lead which resulted in no pacing for about 3 seconds. The lead had high impedance in both bipolar and unipolar and the patient experienced the chest discomfort when the impedance in unipolar was checked at high output. In addition, an increase in sensing integrity counter (sic) was noted. An x-ray was performed that confirmed insulation damage and a fracture was suspected due to a sharp curve of the lead in the pocket site. The lead remains implanted but was programmed off. No further patient complications have been reported as a result of this event.